Event description:
During servicing of the device for a low battery indication, the factory repair technician discovered that the device would not turn on and its status indicator showed do not use.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator (AED) and the actual device involved was evaluated. The device user's original service request for a low battery indication (signified by a flashing status indicator on the front panel of the device) was not confirmed. The status indicator on the device was observed to show a "do not use" indication and it was discovered that the device would not power-on. Troubleshooting isolated the cause of the inability to power-on to an open fuse on the defibrillator board. Replacement of the fuse restored normal device operation and it subsequently passed all acceptance testing and was returned to the customer. Investigation found that failure of this fuse is a rare occurrence in this device family.